Event description:
Customer reported a chemo leak from tubing, unspecified location or amount of leak. There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed. Method: field left blank - no available code for pending investigation.